Event description:
The sales rep reported that post to an acl procedure that was done (B)(6) 2014 on the right knee with the rigidfix biocryl femoral 3.3mm st cross pin kit, the patient was experiencing some discomfort and followed up with the surgeon. The sales rep reported that the surgeon found that the pin had broken and was migrating in the patient's joint. The sales rep stated that he was unsure if the surgeon performed x-rays. The sales rep reported that it is unknown how the pin broke but broke at some point after the procedure. The sales rep reported that on (B)(6) 2015 the surgeon preformed a surgical procedure to remove the broken piece and stated that everything else looks to be healing fine. The sales rep stated that the device was discarded. The sales rep could not provide any further information.

Manufacturer narrative:
The complaint device is not being returned; it was discarded by the customer and therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one similar complaint and two dissimilar complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.